Event description:
A trilogy 100 ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device the ventilator failed the low o2 flow test step. The device's active exhalation control module was found to be defective causing the failure. The customer rejected the quote for repair. No components were replaced to address the issue. The device has been scrapped.